Event description:
The customer reported having unexplained high blood glucose of 274 mg/dl, and she has treated with manual injections. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the alarm history and found a no delivery alarm. Ran a fixed prime and the insulin did exit. Performed the high pressure test and the test failed twice. Advised the customer that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.